Event description:
It was reported that during a laproscopic cholecystectomy, the device clips were not closing proximally. Used a second device to complete the case. There was no pt consequence reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.